Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and a dose that has never gone over 100-150mcg/day) via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that in december of 2015 the patient started to experience issues. The patient had extreme numbness and tingling as well as spasms. It was stated the patient was extremely spastic at night. It was stated the patient thought the healthcare provider did a magnetic resonance imaging sessions to determine the issue. The results were unknown. It was reported that on (B)(6) 2016 that the patient had a catheter revision due to the catheter being broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.